Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to no longer receiving benefit from the device. It is unknown if the patient has reimplanted with a new device as of this report.